Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, sac growth and the infrarenal stent graft extension has expanded in size with no leak identified and the graft is still intact. The patent is being monitored and has been referred to another physician for further assessment.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported aneurysm enlargement (of 16.5mm) was confirmed; however, the procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reportedly good per the reporting physician. The clinical evaluation also determined that there was evidence to reasonably suggest a type ib endoleak from the right common iliac artery with infrarenal proximal extension migration (of 11.9mm) occurred that were not included in the event as reported. These findings were discovered per 88-month post implant CT (computed tomography) scan review. The causation of the migration, aaa sac growth, and the type ib endoleak is indeterminate. In addition, the endoleak could not be adequately visualized most likely due to the significant intra stent thrombus. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, sac growth and the infrarenal stent graft extension has expanded in size with no leak identified and the graft is still intact. The patent is being monitored and has been referred to another physician for further assessment. Additional information received per clinical evaluation, which confirmed the presence of a type ib endoleak of the bifurcated stent graft, migration of the proximal extension, and intra stent thrombus.